Manufacturer narrative:
Additional information: d10, h3, h6. H10: eight (8) samples were received for evaluation in opened packages. A visual inspection with the naked eye noted sponges were properly inserted and had a light brown hue at the top. Tweezers were used to remove the sponge and all units contained povidone iodine. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that each of four (4) minicaps had no iodine; further described as, "looked like they did not have any iodine." This was observed during setup for peritoneal dialysis therapy. There was no report of patient injury, or medical intervention associated with this event. No additional information is available.